Event description:
Customer reported issues with the insulin pump. Customer states that the insulin is squirting out during manual prime. The blood glucose reading is 165 mg/dl. Nothing further reported.